Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation concurrently with hysterectomy due to uterine prolapsed and stress urinary incontinence. Following insertion the patient experienced pain, urinary problems, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2009 by implanting surgeon due to his inability to urinate. No additional information was provided. (B)(4) ¿ urinary problems; dyspareunia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.